Event description:
Implant was removed due to failure to integrate. Stated reasons as follows: poor hygiene, insufficient bone quality, lisping habits.

Manufacturer narrative:
Eval/conclusion: dr (B)(6) reports an implant (sargon wbi 13mm) was removed ((B)(6) 2007) due to failure to integrate. Stated reason per (B)(6) was; poor hygiene, insufficient bone quality, lisping tongue habits. Recommended: replacement n/chg.